Manufacturer narrative:
(B)(4).

Event description:
The patient's pump was refilled on (B)(6) 2011. The pump medication was morphine. Per the reporter, a pocket fill occurred and caused the patient to "pass out". The patient was unable to walk or talk for 24 hours. The patient was hospitalized. The system was explanted. The patient recovered without sequela.